Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The second lead was also returned; visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that a cathode coil fracture at the tip location. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the coil to break.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular lead high pace impedance measurements were exhibited. The lead was repositioned however, values remained unchanged. The lead was removed and a second lead of same model type attempted in the right ventricle. Post placement, out of range pace impedances were again observed and the second lead also removed. A non boston scientific lead was implanted with favorable measurements and the procedure completed in absence of adverse patient effects. Both leads are expected to be returned for analysis.